Event description:
Patient was using dexcom g7 sensors. Patient having a lot of irritation on skin and redness no matter he put (rotated) sites, he told us about it when we contacted him about picking up his refill.